Event description:
The customer reported physical damage to the latch and the cable loses connection intermittently. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned cable was evaluated. External visual inspection showed no damage. The cable failed continuity testing due to an open on the red conductor along the length of the cable. The open was most likely due to the cable being coiled up and then pulled straight based on the appearance of the kink in the conductor jacket. When connected to a monitor the monitor provided a check sensor error message.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported physical damage to the latch and the cable loses connection intermittently. No patient impact or consequences were reported.